Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 052/053/054/055 sleep) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2017 with the following findings: review of the black box data revealed evidence of call service 052-054 alarms. The pump was powered on and exercised for 24 hours without duplication of the call service alarms. There was no damage, defect or contamination of the pump's interior components. (B)(4).